Event description:
It was reported that the device failed during anesthesia and generated an error message. No injury reported.

Manufacturer narrative:
The investigation was just started. The result will be forwarded in a follow-up report.

Event description:
It was reported that the device failed during anesthesia and generated an error message. No injury reported.

Manufacturer narrative:
The responsible dräger service engineer could confirm the reported issue during on-site checking and trace it back to the ventilator motor. The entire motor assembly was replaced, consequently. Also the evaluation of the log file confirms an issue with the ventilator (motor) on the date of event. It was found that the device forced a shutdown of automatic ventilation due to a detected wrong motor position. The motor speed is being monitored continuously; speed fluctuations caused e.g. By an abraded collector disc will result in a deviation between measured and expected piston position. To prevent from damages, the system is designed to shut down automatic ventilation and to alert the user to this condition by means of a corresponding alarm. Manual ventilation and the monitoring functions remain available to the full extent. Dräger finally concludes that the device behaved as specified upon the malfunction of a single component; no patient consequences have been reported. The repair exchange of the motor unit has fully solved the problem. The number of similar cases, related to the same root cause, is within the expected range of the respective risk assessment and thus accepted.